Event description:
It was reported that the surgeon had difficulty inserting the spinal cage. When attempting to reposition the cage, the devices broke. All visible pieces were removed from the patient, but it is not known if all the pieces were retrieved. Another cage was successfully used to complete this portion of the procedure.

Manufacturer narrative:
The cage was returned as six larger fragments and two flakes of material. Breakage occured through one of the cage's side chambers and through the insertion hole. Dimensional inspection cannot be performed due to device damage. Review of the device history record found the lot met specification requirements when released to stock. No conclusion can be made at this time. The most likely cause of the event is excessive force placed on the cage during insertion. This type of event is not unanticipated and the instructions for use (IFU) supplied with the device warns against the use of excessive force. At this time, the complaint is considered to be closed.